Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ultimate metal-on-metal liner was inserted crooked, and the pt was experiencing pain. A metal ion test was not performed, and there was no metallosis present in the joint capsule. There was stripe wear noticed on the femoral head when the implants were removed.